Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v instructions for us. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6), 2011, an elective percutaneous coronary intervention was performed on the patient. After pre-dilatation was performed in the lesion from the distal right coronary artery to the right posterolateral branch of the right coronary artery, a 3.0x24 mm non-abbott stent was implanted. An unknown xience v stent was implanted next to the non-abbott stent and then post-dilatation was performed. No adverse patient effects were noted during the procedure. As confirmed during the pre-/post-dilatation and post dilatation the stenosis was 9%. Two additional unknown xience v stents were implanted in the left anterior descending artery from proximal to distal. On (B)(6), 2011, the patient was discharged from the hospital. On (B)(6), 2011, the patient visited the hospital for a 30 day follow-up appointment. No symptoms of angina were observed and a physician confirmed the patient is taking anti-thrombotic medicines as prescribed. On (B)(6), 2011, the physician was notified that the patient had expired on (B)(6), 2011 and the reported cause of death was pneumonia. The physician commented that there was no relationship between the patient's death and the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the two unknown rx xience v stents are being filed under separate medwatch MFR numbers. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.